Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Customer reported that a patient who underwent a hybrid total hip replacement, presented with pain a few days later. Following x-rays, the physician alleged that the liner disengaged out of place and decided to change it. From hospital's internal investigation, they suggested that the liner showed a crack through the liner itself and also damaged about the top (they remarked whether this was due to the liner becoming disengaged?). Hospital is querying whether similar events have been reported previously. Update 05/12/2020: "please clarify what hybrid total hip replacement means in this case. Uncemented cup and cemented stem. Please provide the catalog number and lot code for the acetabular shell. Ref: 542-11-54f lot: lt0e3v. Is ¿about the top¿ referring to the dome or the rim of the liner. The rim of the liner".